Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed compassionate use ventricular tachycardia ablation procedure using the pulse3v waveform and 30s/60s radiofrequency settings, while the patient was staying in the hospital, a stroke (cerebral vascular accident) occurred, presenting with blurred vision. A computed tomography (CT) scan was performed to confirm the stroke. The patient sustained a temporary injury as a result of the stroke. No medical or surgical intervention was needed to prevent permanent impairment of a function. No further patient complications have been reported as a result of this event.